Event description:
Hip surgery [hip surgery]. Case narrative: initial information received on 06-sep-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 81 years old female patient who experienced hip surgery with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection dosage unknown (with an unknown batch number) for product used for unknown indication. Patient had hip surgery (medically significant) on (B)(6) 2022 in her right hip. She also had some injections in her hips last november, however those injections were not synvisc. Patient said the last synvisc injection she had was last year however the last injection we have on file is a synvisc-one injection in the right knee on monday(B)(6) 2020. It was not reported if the patient received a corrective treatment for the event (hip surgery). At time of reporting, the outcome was not recovered / not resolved for the event hip surgery. Reporter causality: not reported. Company causality: not reportable.

Event description:
Hip surgery [hip surgery]. Case narrative: initial information received on 06-sep-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 81 years old female patient who experienced hip surgery with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate, injection having the strength 48mg/6ml once having the batch number: 9rsl042a (with an unknown expiry date , dose, route) for product used for unknown indication. Patient had hip surgery (medically significant) on (B)(6) 2022 in her right hip. She also had some injections in her hips last (B)(6), however those injections were not synvisc. Patient said the last synvisc injection she had was last year however the last injection we have on file is a synvisc-one injection in the right knee on monday, (B)(6) 2020. Action taken: not applicable it was not reported if the patient received a corrective treatment for the event (hip surgery). At time of reporting, the outcome was not recovered / not resolved for the event hip surgery. A product technical complaint (ptc) was initiated on 07-sep-2022 for synvisc one (lot/batch number: 9rsl042a) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the production and quality control documentation for lot # 9rsl042a expiration date (2022-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 9rsl042a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10oct22 there are 11 complaints on file for lot# 9rsl042 and all related sublots. 1 complaint is on file for lot# 9rsl042: (1) missing component. 10 complaints are on file for lot # 9rsl042a: (10) adverse event reports. Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 13-oct-2022 with summarized conclusion as no assessment possible. Reporter causality: not reported. Company causality: not reportable. Additional information was received on 13-oct-2022 from the quality department. Strength and ptc details was added.